Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the when the patient receives a power on reset (por) message on their controller, the battery requires interrogation with the clinician programmer to clear the message. It was noted that the patient was told to take the battery out of their controller and then press a certain combination of keys on the controller to clear the por which cleared it. Additional information was received reporting out of regulation (oor) also displayed with the por. Impedances were checked and all impedances were out. The cause of the event was unknown. The patient will require further investigation. The event was not yet resolved as the physician was not on site due to the pandemic. No further complications were reported or anticipated.